Event description:
As reported by the (B)(4) registry, the patient experienced hypotension after post-dilation of the precise stent which was medically treated. The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the ostium of the right internal carotid artery (r6). The vessel was described as moderately calcified and moderately tortuous. The rate of stenosis was 95%. After properly inspecting and prepping the devices the physician attempted to advance an angioguard ((B)(4) / lot 70212454) embolic protection to the lesion but the device would not cross the lesion. Therefore the device was removed and an abbott - emboshield nav 6 was advanced across the lesion. The lesion was pre-dilated with a 4x30 coyote balloon to 8 atmospheres and a precise ((B)(4) / lot 15592177) stent was successfully deployed at the lesion. Given residual stenosis of 50% post dilation was performed with a 5x20mm nc trek balloon at 12 atmospheres. Further angiography revealed slightly slow flow through the embolic protection device. Therefore, a 6fr export catheter was used and aspiration thrombectomy was performed of the filter. Completion angiography revealed an excellent result without complication and 0% residual stenosis. It was noted that there was some mild bleeding in the distal internal carotid artery, where the embolic protection device had been, which may have been consistent with spasm. This was considered mild and no intervention was needed. The procedure was successfully completed. There was neurological deficit reported to the patient. The patient's blood pressure after post dilation had dropped in 60's requiring additional 0.5 of atropine and two boluses of neo-synephrine and a neo-synephrine drip. The patient was discharged the next day.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant devices: abbott - emboshield nav, 4x30 coyote balloon,5x20mm nc trek balloon.

Manufacturer narrative:
The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the ostium of the right internal carotid artery (r6). The vessel was described as moderately calcified and moderately tortuous. The rate of stenosis was 95%. After properly inspecting and prepping the devices the physician attempted to advance an angioguard embolic protection to the lesion but the device would not cross the lesion. Therefore the device was removed and an abbott - emboshield nav 6 was advanced across the lesion. The lesion was pre-dilated with a 4x30 coyote balloon to 8 atmospheres and a precise stent was successfully deployed at the lesion. Given residual stenosis of 50% post dilation was performed with a 5x20 mm nc trek balloon at 12 atmospheres. Further angiography revealed slightly slow flow through the embolic protection device. Therefore, a 6fr export catheter was used and aspiration thrombectomy was performed of the filter. Completion angiography revealed an excellent result without complication and 0% residual stenosis. It was noted that there was some mild bleeding in the distal internal carotid artery, where the embolic protection device had been, which may have been consistent with spasm. This was considered mild and no intervention was needed. The procedure was successfully completed. There was neurological deficit reported to the patient. The patient's blood pressure after post dilation had dropped in 60s requiring additional 0.5 of atropine and two boluses of neo-synephrine and a neo-synephrine drip. The patient was discharged the next day. The patient's medical history includes severe pulmonary disease, hyperlipidemia, clinical copd, history of smoking, coronary artery disease, coronary percutaneous revascularization and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors.